Manufacturer narrative:
This part is not approved for use in the united states; however, a similar device, catalog # 828-090, was cleared in the united states. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent plif at l4/l5 for reduction of dysplastic spondylolisthesis at l5 by connecting a jacson rod and upper screws(l4/l5). On the day after or two days after the surgery, the surgeon confirmed on CT image that the rods placed at both side at sacrum got cut out. It appears to be happened during reduction. The surgeon told that although he had concerned about weak patient bones, he didn't notice foregoing event during the operation. A revision will be scheduled.